Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead dislodged when the patient took a fall. The physician decided to replace this lead instead of reattaching.